Manufacturer narrative:
(B)(4). The lot number of the device is unknown. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the nurse tried to remove a flex tip plus epidural catheter from a patient. The customer reports that there was no resistance when removing the catheter. The catheter stretched and resulted in a two inch piece breaking off in the patient. Per report, the physician made the decision to leave the catheter in the patient. The condition of the patient is fine.